Manufacturer narrative:
H4: the devices were manufactured august 1, 2021 - august 12, 2021. H10: five (5) devices were received for evaluation. Visual inspection via the naked eye was done which observed thin scratch lines located on the outer surface of the housing on three (3) of the units. The reported condition was verified on three (3) units only and not verified on the other two (2) units. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) small volume intermates were defective. The event was further described as; they ¿had little scratch marks on the body making it unusable¿. This was identified during an unspecified process step prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.